Manufacturer narrative:
The pump was further evaluated by product analysis on 04/15/2014 with the following findings: the battery cap threads were found to be stripped/damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings: evaluation revealed that the battery cap was not able to securely tightened to the pump and kept spinning. The battery compartment was found to be cracked extending from the threads to the case seal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that there was a crack in the pump and the battery cap was damaged, and denied any recent power losses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.